Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, unstable and freeze images were noted due to faulty dp board. In addition, the main connector unit was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the freezing images is due to a faulty dp board. Olympus will continue to monitor the field performance of this device.